Event description:
It was reported that the patient presented with symptoms of heart failure, including increasing episodes of dyspnea, edema, and a large left effusion. It was noted via electrocardiogram (ECG) that the patient was in ventricular tachycardia (vt). It was suspected that the device algorithm failed to detect the episode of vt, which resulted in a subsequent failure to treat the episode. The device remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2004. 5071 implantable pacing lead - (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.